Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord has been scratched/ the cable connector is cracked/ the distal end of the light guide fibers glass is worn/ the insertion tube is dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blackout/ the universal cord has been scratched - these events are caused by a component failure of the universal cord. The cable connector is cracked - this event is caused by a component failure of the up case. The distal end of the light guide fibers glass is worn - this event is caused by a component failure of the distal end cover glass. The insertion tube is dented - this event is caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video scope¿s image became blurred, indistinct, or noisy, and blackout. The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). E1 - city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.